Event description:
It was reported that during implant of a bifurcated device, the physician experienced difficulties while deploying the device and a second bifurcated device was used. The device was placed at the aortic bifurcation and the deployment started, but the surepass immediately got caught at the top. All maneuvers to detach it failed, even with the use of an angled catheter over it. The physician tried to mobilize the surepass wire with an angled catheter over the surepass wire, without success. When the proximal part of the graft started to deploy, the physician was able to recapture the bifurcated graft and remove it. The procedure was continued and finished with another bifurcated graft and proximal extension with good result. This procedure was planned to treat the patient's left lower limb by endovascular approach (evar), and recanalize the sfa and popliteal arteries. The anterior tibial artery was patent but severely diseased.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Not available for evaluation.

Manufacturer narrative:
The explanted bifurcated device was not returned for analysis. Multiple attempts were made to obtain medical records and imaging from the physician for clinical review; however, they were unsuccessful. Review of the manufacturing records did not reveal any related issues or deviation that would explain the reported event. The manufacturing records confirm that both lots met all requirements prior to release. Furthermore, the lot usage history shows that no other units from these lots have been involved in a similar event. The device instructions for use were reviewed and it was determined that this type of reported issue is appropriately captured in the existing guidance, under 'adverse events.' In summary, the root cause could not be determined based upon available information.